Manufacturer narrative:
Power management board was replaced to fix the reported issue. No report of patient involvement. UDI: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shut down" error message is coming on display with alarm. There was no reported patient involvement.